Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. The patient's weight at the time of the event was (B)(6) pounds. No further complications were reported or anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and familial spastic paraparesis. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of 968 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI. It was confirmed there were no electromagnetic interference/magnetic sources present. No patient symptoms were reported. The representative was going to follow-up with the home health agency. The representative called back stating the home infusion nurse was going to speak to the hcp about the patient management and stated they had ruled out magnetic influence. The representative questioned how long they should wait before considering replacement. Additional information received from the representative on (B)(6) 2017 reported no troubleshooting was performed related to the motor stall. The cause of the motor stall was unknown. They discussed with the patient what she was doing at the time of the motor stall and ruled out magnetic interference. The patient did not experience any symptoms related to the motor stall. The pump was put in minimum rate mode. The patient¿s managing physician was contacted, and they placed the patient on oral medications. It was unknown if the motor stall had resolved. The patient met with the managing physician on (B)(6) 2017 to discuss options and possible replacement of the pump.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-apr-03. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.